Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that since their first implant they noticed that after going through security scanners, they would need to "reset" the implant, since it would not be as effective after going through the scanner. The patient stated it seemed to happen at a particular store. They began turning the implantable neurostimulator (ins) off if they needed to go through the security scanners. Security guidelines were reviewed with the patient. The ins was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.